Event description:
The patient underwent a sling procedure in 2005. The patient had a catheter in-situ which was removed the following day at 11:30. At 12:30 the patient voided 200ml. An intermittent catheter was passed immediately after, which revealed no residue. At 15:00 the patient voided 250ml. An intermittent catheter was passed immediately which revealed 105 ml residue. The patient developed cystitis of mild intensity and urgency of moderate intensity on the first post-operative day, which was treated medically. The patient was assessed the following day and was confirmed fit to go home. The patient was discharged (the second post-operative day). There was no documented evidence of a urinary tract infection at that time. The patient has since experienced urgency, cystitis, and urinary tract infection. The patient has been treated with regurin (trospium chloride) 200 mg bd which was initiated 44 days later. Treatment is ongoing.